Manufacturer narrative:
H2) additional information was added to a and b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient felt numbness in their legs there was no delay to the case. The site did a re-spin of the imaging spin.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the system ran a spin, the surgeon noticed that the images were more superior than expected. They were doing an l2 to l5 case, and they found that while on the l3 they needed to do another spin. After the spin, they found that the screws were all the way through the vertebral body. Both spins were done using a perc pin placed on the patient's right side, psis, using the 150. The second spin used a z-drape. The surgeon aborted the use of the medtronic imaging system and used a non-medtronic imaging system to verify corrections being made with the screws.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, h6: the system was serviced in the field and navigation calibration was completed and the accuracy of the left and right trackers was verified. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.